Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the field: e1 (telephone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be specified of the remaining foreign material. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had defective foam removal. The issue was found during a procedure. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The bending section rubber had a scratch and the paint on the scope cylinder was peeled. The adhesive on the bending section rubber had a chip and a white clouded area. Switches 1 and 4 had wear and the universal cord had a wrinkle. It was also noted that the connecting tube had a dent. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.